Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: no activity related to the complaint was observed in the black box or download history. The battery compartment and cap were intact with no physical damage or evidence of moisture. The pump powered on normally and was exercised for 24 hours with no overheating or alarms duplicated. The pump's electrical current draws were found to be within specifications. There was no evidence of internal moisture found. No defects were found to the power wire or battery connections. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.